Manufacturer narrative:
A revision procedure was performed and the lead was capped and surgically abandoned. It was reported a fracture was evident on x-ray at the time of the revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited loss of capture. The patient is pacemaker dependent and felt unwell. Review of ekgs and device electrograms noted occasional oversensing with pacing inhibition. A lead fracture was suspected. No further adverse patient effects were reported.